Event description:
It was reported that the sterility cap of a large volume infusor was missing. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph of the sample showed the fill port (sterility) cap was missing. From the photograph, the primary package appeared to have been opened by the customer. The reported condition was verified. The cause could not be determined, however, the probable causes for missing sterility cap may be due to how the product was being handled by the customer upon opening the primary package, or a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6: type of investigation: added code for batch review (omitted on initial). H10: should additional relevant information become available, a supplemental report will be submitted.